Event description:
While testing the device, the user found that the pacer portion of the device would not turn on. The rest of the device functioned normally. There was no pt involved. The immediate cause of the problem was a blown fuse (f1) on assembly. The fuse blew because of corrosion caused by the ingress of an unk fluid. The event is not occurring more frequently or with greater severity than is usual for the device.